Event description:
Boston scientific received information that this device declared a yellow alert on the patient's home monitoring equipment stating that elective replacement indicator (eri) had been declared. The patient's health care professional (hcp) called boston scientific technical services (ts) for confirmation. Ts discussed eri indications, and confirmed that the device declared eri based on extended charge times. The device was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.